Event description:
It was reported the patient¿s device depleted prematurely. The device lasted two years and two months. There were no impedance issues. The stimulator was replaced. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0433b, implanted: (B)(6) 2012, product type: lead. (B)(4).